Manufacturer narrative:
An event regarding a weld fracture involving a da instrument curved cup impactor was reported. The event was confirmed. Patient factors did not contribute to the reported event. Device evaluation and results: a visual inspection confirmed the reported weld failure. A dimensional analysis of the weld determined the weld was manufactured undersized. A material analysis has been performed. The report concluded: the weld connecting the handle core to the shaft of the impactor was fractured. The weld was substantially damaged by post fracture abrasion, preventing surface analysis of the fracture. The material composition and hardness of the weld were consistent with a 17-4 ph stainless steel alloy heat treated to the h900 condition. The fracture welds measured approximately 0.033¿ in size, less than the 0.050¿ weld size required by the drawing. No material defects were observed on the device features evaluated. Device history review: no discrepancies were identified during the DHR review. Complaint history review: there have been no previous reported events for this lot ID. Conclusions: the investigation concluded that the reported event is the result of a manufacturing non-conformance. A dimensional inspection of the returned device indicated the weld was undersized. Nc was raised to further investigate this issue.

Event description:
It was reported that surgeon noticed handle was loose when putting set together after surgeries.

Event description:
It was reported that surgeon noticed handle was loose when putting set together after surgeries.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.